Manufacturer narrative:
The sapien 3 ultra valve was not returned to edwards for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. A fluoroscopy image was provided and revealed multiple struts on the inflow and outflow of the valve. During manufacturing, all sapien 3 ultra assemblies undergoes several inspections. Per procedure, the frame components are 100% visually and dimensionally inspected by both manufacturing and quality for defects. Tensile specimens from each lot of manufactured frame are processed per sampling plan for mechanical testing per procedure. The lot met the statistical acceptance criteria. The sapien 3 ultra valves assemblies are subjected to inspections. The sapien 3 universal valves are 100% visually inspected for defects during manufacturing per procedure. Sapien 3 ultra valves are 100% visually inspected for defects per procedure before and after holder attachment. Prior to final packaging, 100% visual inspection of the valves are performed at preliminary packaging per procedures to ensure there was no damage to the valves from the handling between holder inspection and brep process. These manufacturing inspections support that it is unlikely that a non-conformance contributed to the reported complaint. A device history records (DHR) review did not reveal any issues that could have contributed to the reported events. A review of lot history for work order revealed no other similar complaints. The instructions for use (IFU) for commander delivery system with s3u thv, device preparation training manual, and procedural training manual were reviewed for instructions or guidance for proper preparation and use of the devices. The procedural training manual provides guidance on delivery system insertion through sheath. Correctly orient delivery system and check position before insertion, orient the delivery system with the flush port pointing away and the edwards logo facing up, ensure delivery system is locked in default position, and longer loader (valve sizes 20, 23, 26 and 29mm): if working length is sufficient, peel away the loader tube. Of note, maintain edwards logo up throughout the procedure to prevent kinking of the delivery system, insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion, in expectation of high friction, use short movements and push delivery system closer to sheath hub, and push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible, be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath, if push force is too high or valve is initially stuck, zoom in and rotate the c-arm to ensure valve and sheath are not damaged, if damaged, retract valve in sheath slightly, remove valve and sheath together as single unit and replace, if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system, if push force is too high or valve is still stuck, remove valve and sheath together as a single unit and replace and do not over-manipulate the sheath at any time. Based on the review of the IFU and training manual, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The complaint was confirmed from the imagery provided. Since the device was not returned for evaluation, presence of a manufacturing non-conformance was unable to be determined. However, a review of DHR and manufacturing mitigations did not provide any indications that a manufacturing nonconformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. As reported, ¿[during insertion] the valve was stuck and could not advance through the sheath¿. Per procedure training manual, ¿push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification.¿ the presence of calcification and tortuosity in access vessels can create a challenging pathway for delivery system advancement requiring high push force to advance delivery system and valve. As captured in a product risk assessment and a CAPA, it has been identified that high push force/resistance of commander delivery system with s3 ultra valve through esheath cause secondary failures such as valve frame damage. In this case, patient¿s access vessel was moderately tortuous and calcified. As such, advancement of delivery system and valve may require high push force or excessive device manipulation due to the vessel characteristics, which led to the observed frame damage on the inflow side. Frame damage was also observed on the outflow side and was likely caused by device manipulation during attempts made to retrieve the delivery system. These procedural conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of the thv getting caught on the sheath, preventing further advancement. CAPA has identified potential areas for s3u design/process improvement to mitigate against the failure. In this case, although a conclusive root cause is unable to be determined at this time, available information suggests that patient factors (calcification/tortuosity) and/or procedural factors (high push force/excessive device manipulation) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Although no labeling or IFU/training inadequacies were identified a product risk assessment has previously been initiated to assess risk associate with high push force of the commander delivery system with s3u through the esheath, and a CAPA has been initiated to capture further investigation related to high resistance during delivery system insertion, and valve frame damaged for s3u commander delivery system configuration.

Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in portugal, during an implant of a 26mm sapien 3 ultra valve in aortic position by transfemoral approach, the valve could not advance through the sheath. Operators tried to remove the system several times. Finally, vascular surgeon retrieved the full system. The valve was found ¿deformed¿.  As per medical opinion, root cause of the event was due to patient¿s conditions (calcification and tortuosity). Patient status was reported as ¿ well¿.